Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No sample was returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery the lens was explanted due to blurred vision. Attempts to gather additional information have been unsuccessful.